Event description:
The recipient is reportedly experiencing a possible perilymph fistula leak. The recipient is reportedly presenting with dizziness when touching near the implant site. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2020, the recipient reportedly underwent surgery to repair the perilymph fistula. The recipient's issues resolved. The recipient is using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.